Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary : (B)(4): the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed high battery impedance led to eri. Battery depletion indicated/eri was due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device and analyzed. Analysis revealed high battery impedance led to eri. Battery depletion indicated/eri was due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the device indicated elective replacement [eri] unexpectedly, as the longevity estimate three months prior had indicated years of remaining longevity. The device was removed and replaced. No patient complications have been reported as a result of this event.